Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.

Event description:
Reported 1 false positive sars result for one patient. The symptomatic status of the patient is unknown. Customer communicated that nasal swabs were used for nasopharyngeal sample collection. The customer communicated the result was confirmed negative by molecular (pcr testing).